Event description:
Olympus medical systems corp. (Omsc) was informed after a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the user found there was tissue in the duodenovideoscope. The tissue was identified as the esophageal mucosa and the gastro esophageal junction mucosa by the pathology tests. The user performed the ex-vivo tests with a rubber glove and noticed that the rubber glove was easy to be sucked into the cavity between under the subject device and above the forceps elevator of the duodenovideoscope. It was further reported the facility often aspirates on the way out on completion of the case and can see how easy it is to suck mucosa accidentally into the cap and tear it. Furthermore the user confirmed the physicians of two other facility, however; they do not suction on the way out. The user sent a hospital-wide warning memo to avoid sucking on the way out of esophagus. The user facility did not provide other detailed information. This is related to patient identifier (B)(6) which was reported under MFR. Report number 8010047-2020-09631.

Manufacturer narrative:
The device referenced in this report was not returned to omsc for evaluation. The root cause of the user¿s report cannot be conclusively determined but the most likely causes for the reported phenomenon is the mucosa was sucked in distal cover by suctioning while opening space of scope distal end is close to mucosal surface. The suggested event may occur by withdrawing scope immediately after discontinuance of suctioning even without crack on the cover and even without suctioning during withdrawal of scope. The device instruction manual includes the following caution and warning statements: "applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.". The device history record was unable to be reviewed for this device since the serial number was not provided. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.